Event description:
Got the penuma implant. Had to be hospitalized to get it removed to prevent serious infection despite following post op instructions to a tee. The insertion, and subsequent removal have caused pain/numbness, irregular penile curvature, loss of penile length and loss of sex drive almost 10 months post operation. It was supposed to be "safe and reversible." I have before and after pictures on reddit, but they are nsfw. FDA safety report ID # (B)(4).